Event description:
During f/u in 2000, extended charge times were observed. Technical services recommended performing several manual capacitor maintenances in a row to improve the charge time. The physician explanted the device in 2000.